Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer stated in a follow up email that the contamination found in the platelets and red blood cells from a collection, was not linked to the disposable set. The customer declined to provide further information about this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the bacterial contamination could not be determined. The customer stated that the cause was not linked to the disposable set.

Event description:
The customer reported a bacterial contamination in the collected platelets and red blood cells after a donation. No medical intervention was necessary for the event and the products were not used. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable set is not available for return for evaluation. This report is being filed due to insufficient information in regard to alleged bacterial contamination of the collected product.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.